Manufacturer narrative:
This report is part of a retrospective review and remediation. Customer reports: unexpected alerts/alarms no communication anomaly. Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. Unit was charge successfully, or led anomalies noted, communicated and sync properly during rf association. Unit passed functional test including accuracy test. In conclusion: the customer complaint of unexpected alerts / alarms and communication anomaly could not be confirmed, transmitter is working as expected.

Event description:
Medtronic received information that no com pump to xmtr-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.